Event description:
The was reported that the pt had low impedance measurements (<250 ohms) on program setting combinations of #1 and case and #0 and 1. It was noted that the pt was reprogrammed first to #1 (-1) and case (+) but lost therapeutic effect. They were then programmed using electrode combination of #0 and 1 but that showed a short (low impedance). The pt was then reprogrammed to case (+) to #2 (-) which did not produce "great therapy" but did not show a short. It was also noted that the pt experienced a loss of therapeutic effect unrelated to the stimulation therapy. Add'l info has been requested, but was not available as of the date of this report. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).